Manufacturer narrative:
The reported event that 2.0 asnis micro, cannulated tap 2.0 mm, ao coupling was alleged of issue not functional could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the labeling did not indicate any abnormalities. The operative technique provides detailed instructions related to guide wire insertion, drilling, tapping and screw insertion. It also gives special notes related to hard bone that ¿ ¿in case of dense cortical bone, puncture the proximal cortex before inserting the k-wire, by using the solid drill bit manually or by power according to the screw diameter chosen.¿ and that ¿in order to avoid damaging the k-wire use low speed or a manual drill.¿ the instruction for use was also reviewed and it provides detail instructions to the user related to usage and handling of the devices. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history root cause can most likely be attributed to a user related issue. The device inspection was not possible as the product was not returned for investigation. A review of the device history record was not possible since the affected device was not returned and no other evidences were provided for investigation. If device is returned or any further information is provided, the investigation report will be reassessed. Discarded by hospital.

Event description:
Two asnis 2 mm screws were used. Bone quality was hard, so it was difficult to implant. The screw was not inserted at all on the cortex, and using the tap was not successfully inserted. The broken guide pin for 2.0 mm remains at the proximal side of the auto fix. Also the tip of the driver was broken. The tip of broken driver was removed out of patient body.